Manufacturer narrative:
(B)(4). The results of this investigation confirmed the amplatzer muscular vsd occluder met all functional and dimensional specifications when analyzed at sjm. A review of the device history record confirmed the occluder met all visual, dimensional, and functional specifications at the time it was manufactured, prior to shipment. There was no evidence to suggest there was an intrinsic defect in the occluder, and the cause for the reported event remains unknown.

Manufacturer narrative:
(B)(4).

Event description:
Following release of the 6 mm amplatzer muscular vsd occluder (muscvsd) from the delivery cable, multiple attempts to recapture were difficult as the left disc of muscvsd did not recapture in the 6f amplatzer torqvue 180 delivery system (model: 9-itv6f180/80). Ultimately, the muscvsd was percutaneously retrieved and the procedure was abandoned as the pediatric patient did not tolerate the tee. The patient was reported to be stable postoperatively.